Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer passed away on (B)(6) 2015. Customer's spouse reported that the cause of death was due to colon cancer, and the pump did not contribute to customer's death.